Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a fluid leak associated with a patient's pd treatment. The patient opened door to liberty cycler to removed the used cassette post training treatment. When patient opened the door, about 50ml liquid splashed onto the cart/floor. Pt was already disconnected. All clamps were closed. In a follow up, the patient verified the fluid leak event. The patient did not have any harm, intervention or adverse events associated with the leak. The patient continued to use the cycler after letting it dry out overnight. The cycler set was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a fluid leak associated with a patient's pd treatment. The patient opened door to liberty cycler to removed the used cassette post training treatment. When patient opened the door, about 50ml liquid splashed onto the cart/floor. Pt was already disconnected. All clamps were closed. In a follow up, the patient verified the fluid leak event. The patient did not have any harm, intervention or adverse events associated with the leak. The patient continued to use the cycler after letting it dry out overnight. The cycler set was discarded.